Event description:
It was reported to essential medical on (B)(6) 2019 that the patient had a full above the knee amputation. The date of the amputation is unknown. The UK distributor has been unable to obtain any further information from the hospital about the patient.

Manufacturer narrative:
The complainant reported that during the surgical cut down, calcification was identified proximal to the access site. In the procedure preparation section of the IFU it states there should be no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Additionally, CT imaging combined with the post closure access angiogram imaging confirmed the access site was below the bifurcation. The IFU lists in the warning section, "do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The cause of the vessel occlusion is due to the manta implant being deployed into the vessel. The mechanism for the intra-arterial deployment is not conclusive; however, likely to be linked to the access being below the bifurcation and/or the anchor catching calcification proximal to the access site during withdraw for deployment. Adverse events associated to large bore complications are: local trauma to femoral or iliac artery wall, such as dissection; accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The DHR (document history record) documentation review showed no indication that the handle device did not meet specifications. Risk documentation was reviewed and intra-arterial deployment is a known risk. The occurrence of this type of incident remains below risk documentation acceptable occurrence limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The EU IFU identifies access site complications such as occlusion, possibly requiring surgical repair and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices. An investigation has been opened to review the device history record, returned device, risk documentation and case imaging (if available).

Event description:
A transaortic ventricular implantation (tavi) was performed on (B)(6) 2019. The patient's act at the time of closure was <250 seconds. Manta 18f vascular closure device was deployed for closure in the right femoral artery (rfa), this was determined based on location of the manta lock on angiograms submitted by the complainant. A post closure angiogram showed 100% occlusion of the rfa. A percutaneous coronary intervention (pci) wire was passed through the rfa at the site of the occlusion with difficulty initially. A balloon was passed through the access site in the rfa and inflated, but the occlusion was still "roughly 90% of the artery". The vascular surgeon then performed a surgical cut down. While removing the manta implant from the rfa the manta implant was reported to "deglove the internal endothelial layer of the artery." An attempt was made to repair the vessel but flow was not restored down the artery. A fasciotomy was performed on the table in the cath lab and the patient was transferred to royal london hospital for further surgical opinion. It was noted that while performing the femoral cutdown, a proximal arterial plaque was seen that was not seen on the initial angiogram.